Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via an email that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 140 unit sof insulin, and the insulin gauge displayed a fill estimate of 65 units. Additionally, the contact reported using room temperature insulin. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided on the reported event. There was no reported impact to the customer's blood glucose level.